Event description:
It was stated that there were no audible tones on the insulin pump. The customer's mother stated she tried setting the insulin pump to different beep types but still did not hear any sound. A blood glucose reading of 239 mg/dl was also reported during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.